Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not connect with pacs and also doesn't register correctly. Site requested a visit to troubleshoot. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.